Event description:
It was reported the pt experienced a shocking or jolting sensation during programming in march. The shocking was due to a problem with 8840 programmer that left the manufacturer representative unable to turn the stimulation off. The pt had to use the pt programmer to turn the stimulation off. The patient's programming was lost, and subsequent programming has not been able to recapture the therapeutic stimulation patterns. The result was stimulation in the wrong location and a loss of therapy. An x-ray was taken. The leads had not moved. The pt was bed ridden for five days post shocking. The pt was in fair condition at the time of the report. The pt was scheduled to see the physician. Additional info has been requested from the hcp, but was not available as of the date of this report.